Event description:
During the surgery the spring positioner of the quadra broach handle motor right has opened. They detected that the ball positioner was lost. It is not clear if the ball was there at the beginning of the surgery or if it got lost during washing and sterilization procedure. Then the surgeon verified the spring positioner of the quadra broach handle left and found it damaged: they were able to remove the all from the handle. Ref # MFR 3005180920-2013-00121.